Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd nexiva¿ closed IV catheter systems - dual port 24 ga 0.75 in experienced no label or missing label information which was noted prior to use. The following information was provided by the initial reporter: lack of marking (batch number, reference, expiry date, etc.) On some of the individual catheter packages present in a box. This doesn't involve all the catheters in the box.

Event description:
It was reported that an unspecified number of bd nexiva¿ closed IV catheter systems - dual port 24 ga 0.75 in experienced no label or missing label information which was noted prior to use. The following information was provided by the initial reporter: lack of marking (batch number, reference, expiry date, etc.) On some of the individual catheter packages present in a box. This doesn't involve all the catheters in the box.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which revealed the webbing to be misaligned, print was missing, and black splice tape was present on the packaging. The reported issue was confirmed. The black tape is used when a new roll of top webbing is being installed. Splicing helps align and put the new top webbing into the machine. The splice tape is detected, and printing is not performed. It is the operator¿s job to follow the splice through the machine to insure it travels through the machine as desired. Also, to make sure the row with the splice is discarded into the reject bin. This step may be jeopardized if operator bypasses the vision system sensors, which will disable detection of the splice taped packages, or is not vigilant. There is a possibility that rejected spliced packages ended up hand packed into a dispenser, however a probability for this error is rather low as the operator would have to miss very visible black splice tape and missing print. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to an operator error during the inspection process. A device history record review showed no non-conformances associated with this issue during the production of this batch.